Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the steps taken to resolve the reported issue was that the manufacturer sent a list of doctors who would treat them. The doctor stated that the patient must see their physician regarding the infection in their foot and leg and it was unknown if they had done that. It was further reported that the ins battery depletion was considered normal, and the leg/foot infection was not related to the device and/or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported about 2 months ago, the patient was told he had 3-5 months left of his implantable neurostimulator (ins) battery. In (B)(6) 2016, the patient had a foot infection. The patient was scheduled for ins replacement on (B)(6) 2016. When the physician looked at the patient's foot and the leg was swollen, the physician refused to do an ins replacement. The patient was told by an infectious disease physician that it was safe to do the surgery. Nine days later, the healthcare provider reported the patient must see his physician regarding the infection in his foot and leg. It was unknown if the patient had done this. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.